Event description:
The nurse stated that the bed moves with the brake set and the brake not set led is not lit.

Manufacturer narrative:
The technician found when the brake was set the foot end casters moved freely but the head end casters were locked in brake. The technician adjusted the foot end brake casters to repair the bed.